Event description:
The customer reported that when the drill was attached to the power cord, it started spinning without pressing the trigger. There were no injuries associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the handpiece was received and evaluated. The evaluation could not confirm the reported problem as the drill was received inoperative. Further investigation found that the handpiece has the potential to activate on its own. This is related to a loose connection inside the handpiece. This failure mode will continue to be monitored.